Event description:
It was reported that the patient has a lot of false positives for bradycardia and pause events due to r-waves not being sensed or un dersensed. Reprogramming was discussed and the device is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.